Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history is as follows: at 1:13pm the pod was deactivated and she noticed the cannula was bent to the left.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.